Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly twice that day. The customer stated that they were not sure if blood glucose (bg) level had become elevated, as bg level had not been tested at the time of the reported event.